Event description:
It was reported to medtronic minimed that the customer experienced no communication from the pump to the transmitter. The customer reported no adverse event. The event involved product(s) mmt-7841zn. Troubleshooting was performed and the customer reported a loss of communication between the transmitter and the pump. The customer deleted the transmitter serial number from pump and re-paired but transmitter would still not communicate/trigger a "sensor connected" alert. No harm requiring medical intervention was reported. Mmt-7841zn was requested and the customer response was the device will be returned.

Manufacturer narrative:
Unit received, no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at connector pins per visual inspection. After two hours the unit was able to charge properly. After removing device from charger, the green led flashed properly. Unit passed functional including rf/ble test/downgrade/download/association/accuracy test. In conclusion: the customer complaint of communication anomaly is not confirmed, transmitter is working as expected. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.